Event description:
Follow up information received identified the patient's scs ipg was replaced and the issue addressed.

Event description:
It was reported the patient's scs ipg battery had depleted. Surgical intervention to replace the patient's scs ipg maybe necessary.